Event description:
Patient presented to physician with thinning tissue and pitting near the medial side of the ipg scar. The physician brought the patient into surgery for a scar revision. All scar tissue was removed and the site was flushed with saline and antibiotics. The physician found no signs of infection and the patient received a prophylactic dose of ancef. The site was re-sutured and the patient¿s issue was resolved.